Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance and noise reversion episodes. The lead was reprogrammed. The patient was in stable condition.